Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. This report is for one (1) unknown liss plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was initially implanted with a titanium plate on an unknown date for a femur fracture. On an unknown postoperative date, the patient fell and re-fractured her femur. On (B)(6) 2017 one (1) less invasive stabilization system (liss) plate and screws (quantity unknown) were removed intact and the patient was revised with a retrograde femoral nail and four (4) screws. There was no surgical delay and the procedure was successfully completed with the patient in stable condition. This report is for one (1) unknown liss plate. This is report 1 of 2 for complaint (B)(4).